Manufacturer narrative:
Correction to field f10. Device codes.

Event description:
It was reported that this right ventricular (rv) lead pace/sense part was surgically capped. Furthermore, the other rv lead was used for pacing and sensing. This lead remains implanted. No additional adverse patient effects were reported. Additional information received from the field indicating that this lead pace/sense part was surgically abandoned as this is a standard operating procedure for this electrophysiology at upgrades.

Event description:
It was reported that this right ventricular (rv) lead pace/sense part was surgically capped. Furthermore, the other rv lead was used for pacing and sensing. This lead remains implanted. No additional adverse patient effects were reported.